Event description:
It was reported the pt's stimulation was turning off from time to time. The pt reported that the computer monitor may have caused the device to turn off. The pt met with the hcp and planned to follow up further to see if the device was nearing end of life. Additional info has been requested, a follow-up report will be submitted if additional info becomes available. Please see MFR. Report # 3004209178200901747.